Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the (B)(6) 2008 revision. In reporting a revision of patient's right hip in (B)(6) 2019, rep reported that patient had a previous revision (B)(6) 2008. The reason for revision and explanted devices are unknown, but the stryker shell remained in situ and a biolox delta ceramic head were implanted.